Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
Thapa 2020, cotton-leung biliary stent - "endoscopic or conservative management of iatrogenic duodenal perforations caused by long plastic biliary stent distal migration." Patient 3: a (B)(6)-year-old man with a history of metastatic colorectal carcinoma to the liver with a hepatic arterial in-fusion pump-associated biliary sclerosis and placement of a 10 fr 3 12 cm plastic biliary stent (clso 10-12, cook medical) into the common bile duct 1 month earlier presented with acute ruq abdominal pain, chills, and fatigue. He was found to have mild leukocytosis, ruq tenderness, and elevated lfts (ast of 324 iu/l, alt of 425 iu/l, and total bilirubin of 6.4 mg/dl) higher from her chronically elevated baseline (ast and alt in the 50 s iu/l and total bilirubin 1.5 mg/dl). Ercp revealed the biliary stent¿s tip buried into the mucosa of op-posing duodenal wall, causing ulceration without definitive evidence of perforation, however, with suspected deep penetration injury. A rat-toothed forceps was used to remove the stent from the bile duct, and it was replaced with a modified 10 fr 3 10 cm plastic biliary stent with full external pigtail and ¾ internal pigtail (6108, hobbs medical). No endoscopic therapy was needed for the duodenal wall injury. He was found to have central hepatic abscess on magnetic resonance imaging, which was successfully drained; he continued to clinically improve, tolerated diet advancement, and was discharged on oral levofloxacin and metronidazole. The patient was readmitted 1 month later with stent occlusion requiring re-peat ercp with stent exchange. At the 8-month follow-up, he had already undergone 4 additional ercps for biliary obstruction.